Event description:
Patient revised due to pain. Changed rotation of fixed bearing.

Manufacturer narrative:
Examination was not possible as no product was returned. Follow up information obtained from the sales representative indicates that the tibial tray was internally rotated too far in the initial implantation. The rotating platform system was replaced with a fixed bearing system. The investigation could not verify or identify any evidence of product contribution to the reported event. Based on the information provided, position of original tibial tray may have been a contributing factor. The need for corrective action was not indicated. Should additional information be received the investigation will be reopened. Depuy considers the investigation closed.